Manufacturer narrative:
Evaluation results: the mfrs analysis and investigation of the two returned units indicate that on unit #1, the inflation line was partially separated from the flange with a jagged type of cut and on unit #2 the inflation line was completely separated. Both units had a white residue inside the connector and on the neckplate. The pull(tensile) strength of the inflation lines were tested with acceptable results. The exact cause(s) of the material separation cannot be determined. It appears, based on complaint report that the pt may be pulling or manipulating the inflation line.

Event description:
It was reported for 3 devices, that the inflation line to the trach tube cuff broke at the flange after 2 to 3 days of use. All 3 devices were from the same lot number. It was mentioned that the child may be playing with the tube. No pt injury was reported. The pt is at baseline condition.